Event description:
During a laparoscopic gastric bypass procedure, during the first firing to close the enterotomy after creating the jejunojejunostomy, the surgeon fired the stapler and the defect was not closed. The device appeared to fire without delivering formed staples to close the tissue. The cartridge was inspected and all staple drivers were present and in the fired position. There was no patient consequence.